Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding loosening involving a mets, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets distal femoral replacement, the date of insertion is unknown. The surgeon reported failure with the implant. The CT scan image provided shows radiolucent lines along the femoral stem mainly between the cement mantle and bone. There are some bone remodelling and resorption near the bone resection, and the tip of the stem is penetrated through the bone. Therefore, the radiographic review can confirm the clinical report and reason for revision device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that "a distal femoral implant in the right knee is being revised due to a failure". Update from sales rep "all we know is that there is ¿failure¿ with the implant. The surgeon was uncertain of the exact reason until he¿s opens & operates." Update 03 feb 2022: x ray review confirms the following: " [..] The CT scan image provided shows radiolucent lines along the femoral stem mainly between the cement mantle and bone [..] . Therefore, the radiographic review can confirm the clinical report and reason for revision".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: mkfe-rstd, fem knee w/epi r std, mkfe/rstd, lot a23323; msfshft-75ag, ag femoral shaft. L= 75mm, msfshft/75 ag, lot b19232; msfsext-120ag, ag femoral ext shft l=120mm, msfsext/120 ag, lot b21895; mscol-r30c, col rnd. ø=30mm s/collar ha, mscol/r30c, lot b25139; msstm-11x150, fem stem curv 150mm ø=11>9.5mm, msstm/11x150, lot b21872. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The customer reported that "a distal femoral implant in the right knee is being revised due to a failure".